Event description:
It was reported by customer that during routine check the cs100 intra aortic balloon pump (iabp) display not switching on. There was no patient involvement or adverse event reported.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) checked the machine and found, display freezing and also automatically pumping and stopping. Suspecting the issue with main board or datasetts. Both required under cmc for further evaluation. Fse replaced main board (d670-00-07880 with new one. Checked functionally found ok. Performed all the functional tests. All tests passed. Handed over the machine in good working condition.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d3, d1, d4 (catalague).